Event description:
Customer reportedly received the following results on a nano system, compared to a professional meter, within 10 minutes: "180's" mg/dl (nano system) and "90's" mg/dl (professional meter). No actions were taken based on the device results. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.